Event description:
It was reported that the patient presented due to syncopal episodes. An x-ray was ordered and the right atrial lead was found to have been dislodged. On (B)(6) 2017 the lead was capped and replaced. During the procedure, the implantable cardioverter defibrillator was also electively replaced. The patient was stable following the procedure.